Event description:
Received info regarding a luer lock disconnecting from the infusion set. The customer's blood glucose level was impacted (400 mg/dl).

Manufacturer narrative:
No product returning for evaluation. Should new info become available, a supplemental report will be submitted.